Manufacturer narrative:
This device is has not been returned at this time, however analysis is not required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection or sepsis. The device was replaced. No additional adverse patient effects were reported.